Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, defibrillation lead impedance was observed on the right ventricular lead. Programming changes were suggested. It was mentioned that the patient will visit clinic for the change. The patient was stable and being monitored.